Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02466 and MFR report # 3005099803-2010-02459 for the other associated device information. It was reported to boston scientific corporation that two extractor retrieval balloons were used on (B) (6) 2010, during the removal of an unknown covered metal biliary stent (subject of this complaint). According to the complainant, a previously implanted metal stent had migrated in the bile duct and the physician wanted to remove it with an extractor retrieval balloon. The date of stent implantation is unknown. During removal of the stent, the sheath of the first extractor retrieval balloon broke during withdrawal. The distal tip of the device became stuck in the endoscope. The endoscope and extractor retrieval balloon were then removed from the patient. The patient was then rescoped and a second extractor retrieval balloon was used to retrieve the stent, however the sheath of the device broke and the distal tip became stuck in the endoscope. The extractor retrieval balloon device was then removed from the endoscope. The stent was successfully removed with a third extractor retrieval balloon. The procedure was prolonged; however there were no patient complications as a result. The patient was reported to be in ¿stable¿ condition post procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A device history record (DHR) and a review of similar complaints could not be performed as the device upn and lot number is unknown. A labeling review was performed; and from the information available this device was used per the directions for use (dfu) / product label. Stent migration is listed in the dfu for this product as a potential adverse event related to the use of this device. Therefore the most probable root cause is anticipated procedural complication.

Manufacturer narrative:
(B) (4) (medical intervention required). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02466 and MFR report # 3005099803-2010-02459 for the other associated device information. It was reported to boston scientific corporation that two extractor retrieval balloons were used on (B) (6) 2010, during the removal of an unknown covered metal biliary stent (subject of this complaint). According to the complainant, a previously implanted metal stent had migrated in the bile duct and the physician wanted to remove it with an extractor retrieval balloon. The date of stent implantation is unknown. During removal of the stent, the sheath of the first extractor retrieval balloon broke during withdrawal. The distal tip of the device became stuck in the endoscope. The endoscope and extractor retrieval balloon were then removed from the patient. The patient was then rescoped and a second extractor retrieval balloon was used to retrieve the stent, however the sheath of the device broke and the distal tip became stuck in the endoscope. The extractor retrieval balloon device was then removed from the endoscope. The stent was successfully removed with a third extractor retrieval balloon. The procedure was prolonged; however there were no patient complications as a result. The patient was reported to be in "stable" condition post procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. On june 11, 2010 additional information was reported to boston scientific corporation: "this was the first time the device was used, and the device was not reprocessed."